Manufacturer narrative:
MFR rcvd date: 06aug2020. Event date: 06aug2020. Multiple requests were made for resolution data without a response. Device resolution data is not available. The service order was closed. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
It was reported that the unit declared a low leak carbon dioxide (co2) rebreathing risk alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported previously replacing the gas delivery system (gds) and that there were no leaks found. The technician advised the customer that the low leak co2 rebreathing risk alarm is a clinical alarm indicating there is not enough leak in the patient circuit. The customer removed the patient circuit from the ventilator and the alarm cleared. The customer then reattached the circuit to a test lung and the alarm returned. There was no whisper swivel in the circuit. The technician recommended that the customer run performance verification testing and advised the customer that there has to be some leak in the circuit and to install a whisper swivel.